Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient used acetaminophen against user guide recommendations. Patient did not calibrate according to user guide recommendations. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.